Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the issue with high hemoglobin background counts. The fse replaced the wbc (white blood cell) diluent dispenser and resolved the issue. (B)(4).

Event description:
The customer reported the hemoglobin background counts were trending high when using the coulter hmx hematology analyzer with autoloader. The customer observed this issue in the past. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.